Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 56-year-old male underwent an upgrade to an impella 5.5 circulatory support device. Overnight, the patient developed persistently elevated purge pressures accompanied by repeated ¿purge blocked¿ alarms. Standard troubleshooting procedures, including implementation of the site¿s tissue plasminogen activator purge protocol, did not resolve the issue. The patient was subsequently taken back to the operating room for a pump exchange.

Manufacturer narrative:
Device information was updated.